Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) for scheduled pulse generator check. Upon examination, it was discovered that the left ventricular lead exhibited a high impedance alert on (B)(6) 2020. The lead was then reprogrammed and the acceptable impedance range was restored. There were no adverse consequences to the patient.